Event description:
It was reported at the end of a right ventricular outflow tract ablation procedure, the balloon of the array catheter appeared on fluoroscopy to be deflated. It was removed from the pt and the user observed a small hole in it. There was no other damage noted to the array catheter and the procedure was completed with no consequences to the pt.

Manufacturer narrative:
(B)(4). We are in the process of evaluating this device. When our investigation has been completed a f/u report will be submitted.